Event description:
Caller reported a cartridge alarm that occurred repeatedly, preventing completion of the cartridge change process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller was advised to use either a backup insulin pump or multiple daily injections for insulin delivery in the interim. Instructions for returning the problematic pump and steps for handling the replacement were provided, and the caller acknowledged these actions.